Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh the patient experienced painful urination and intercourse, localized pelvic pain, recurrence of urinary incontinence and noticeable vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent lysis of adhesions in 2006 and 2008. It was reported that the patient underwent a salpingectomy in 2006. It was reported that the patient had a hysterectomy in (B)(6) 2012.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2018.